Manufacturer narrative:
A stryker service representative evaluated the customer's device and was able to duplicate the reported issue. The power supply pcb assembly was replaced to resolve the reported issue. Proper device operation was observed through functional and performance testing and the device was, subsequently, returned to the customer for use.

Event description:
The customer contacted stryker to report that their device would not power on with ac or dc power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
A stryker customer quality engineer reviewed the investigation and determined the root cause of the issue to be a faulty power printed circuit board assembly.

Event description:
The customer contacted stryker to report that their device would not power on with ac or dc power. As a result, defibrillation would not be available, if needed. There was no patient use associated with the reported event.